Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump black box data revealed one unexplained pump reboot. During a visual inspection of the pump, no damage was found to the battery compartment. A battery cap was not returned with the pump. A test battery cap was used to complete investigation. The test cap secured properly to the pump, and a power loss was not observed. The pump was exercised for 24 hours with no power interruptions. The pump case was removed, and no evidence of moisture ingress or loose components was found. No evidence of intermittent contact was found on the battery terminal contacts.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. It was alleged that the pump lost power. At the time of the power loss, the yellow o-ring of the battery cap was allegedly visible while attached to the pump. It was reported that the user blood glucose (bg) reading was greater than 250 mg/dl; however, the bg reading did not exceed 500 mg/dl. No symptoms of hyperglycemia were reported. The alleged bg excursion does not meet animas criteria for a serious injury and is therefore not reportable as an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.